Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) of over 400 mg/dl. The customer alleged that the pump was not delivering insulin properly. Tandem technical support attempted to troubleshoot with the customer, however customer declined. Reportedly the customer continued to use the pump for insulin therapy.